Event description:
Situation: preliminary surveillance culture results from the cardioquip cardiopulmonary bypass temperature controller used in patients undergoing extracorporeal membrane oxygenation (ECMO) has revealed extensive contamination of the fleet with mycobacterium chimaera, a pathogen responsible for a previous outbreak of infections in musc cardiac or associated with a similar heater-cooler device, the livanova 3t. Background: use of ECMO requires a supply of temperature-controlled water to heat exchange devices during extracorporeal circulatory support. The musc ECMO program has historically used the cardioquip modular cooler-heater (model mch-1000) for use in the icus where ECMO is performed. Per IFU, the device, which contains 1-3 gallons of water in normal operation, has the following maintenance requirements: the water tank should be filled only with sterile or 0.22-micron filtered water or sterile ice, never tap water. Six different disinfectants are outlined for device disinfection in the IFU including 5000 ppm chlorine bleach disinfection on a quarterly maintenance cycle is outlined in the manufacturer IFU. Weekly device maintenance outlines visual inspection of tubing for signs of visible fouling along with inspection of tank water for foul smell or visible clouding. The manufacturer does not recommend water quality cultures, but the device has been implicated in the same mycobacterium chimaera (and other ntm species) infections when used in operating rooms for cardiac surgery, and the FDA and manufacturer has issued warnings in late (B)(6) 2024, the perfusion and nursing leaders of ECMO reached out to the musc infection prevention & control to perform a gap analysis for the maintenance of the 11 cardioquip heater-cooler units used in ECMO at musc charleston hospitals. Of these, 6-7 had been noted to be "contaminated" based on product maintenance being performed on the units by the manufacturer and biomed vendor trimedex. As part of the initial recommendations, ipc recommended a cross-sectional device water culturing survey for the entire fleet of ECMO cardioquip heater coolers. Mycobacterium chimaera contamination was documented in 6 of 9 units. The disinfection recommended by the manufacturer does not significantly reduce the density of m. Chimaera contamination. For some of the devices, growth of rapidly growing mycobacteria like m. Abscessus and gordonae appears to obscure levels of contamination with the slower-growing m. Chimaera which shows up in post-decontamination cultures. The levels of m. Chimaera and total ntm detected post-decontamination are far above the acceptable ntm count in the livanova3t IFU (0.01 cfu/ml). The total heterotrophic plate count (hpc) in the device water is generally acceptable post-disinfection and within the hpc tolerances accepted in similar device icus (<100 cfu/ml), but in the pre-disinfection state the device water is above acceptable use tolerances in 6 of 7 instances. Because musc and the device IFU only outline changes of the open-tank device water after each patient use, and because ECMO can be used for periods of up to several weeks on some patients, the devices may pose significant risk of aerosolized bacteria around the vulnerable patients used in ECMO, which include heart and lung transplant patients. Ipc/hospital epidemiology performed a risk assessment of observed infections in ECMO patients using epic slicerdicer. Our analysis showed: 471 total ECMO patients over the 2015-2025 at musc health. 4 patients with positive afb cultures following or during dates on ECMO (0.9 %). 2 of these 4 patients based on chart review had no other likely exposures (including no exposure to livanova 3t) to account for growth of ntm, in both cases mycobacterium abscessus. Cardioquip device 31717 (B)(6) 2025 hpc pre-disinfection: missing hpc post-disinfection (cfu/ml): 0 afb pre-disinfection: missing afb-post disinfection (cfu/ml): 11 m. Chimaera pre (cfu/ml) m. Chimaera post (cfu/ml): 10 cardioquip device 31715 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 2000 hpc post-disinfection (cfu/ml): 0 afb pre-disinfection (cfu/ml): 101 afb-post disinfection (cfu/ml): 31 m. Chimaera pre (cfu/ml): 64 m. Chimaera post (cfu/ml): 19 cardioquip device 31716 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 3300 hpc post-disinfection (cfu/ml): 1 afb pre-disinfection (cfu/ml): 240 afb-post disinfection (cfu/ml): 2 m. Chimaera pre (cfu/ml): 0 m. Chimaera post (cfu/ml): 2 cardioquip device 31944 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 410 hpc post-disinfection (cfu/ml): 8 afb pre-disinfection (cfu/ml): <1 afb-post disinfection (cfu/ml): 1 m. Chimaera pre (cfu/ml): 0 m. Chimaera post (cfu/ml): <1 cardioquip device 31942 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 1930 hpc post-disinfection (cfu/ml): 0 afb pre-disinfection (cfu/ml): 2 afb-post disinfection (cfu/ml): 0 m. Chimaera pre (cfu/ml): 2 m. Chimaera post (cfu/ml): 0 cardioquip device 31943 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 3900 hpc post-disinfection (cfu/ml): 0 afb pre-disinfection: missing afb-post disinfection: missing m. Chimaera pre: missing m. Chimaera post: missing cardioquip device 81023 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 3900 hpc post-disinfection (cfu/ml): 0 afb pre-disinfection: missing afb-post disinfection: missing m. Chimaera pre: missing m. Chimaera post: missing cardioquip device 81074 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 30000 hpc post-disinfection (cfu/ml): afb pre-disinfection (cfu/ml): 3 afb-post disinfection (cfu/ml): m. Chimaera pre (cfu/ml): 0 m. Chimaera post: missing cardioquip device 31718 (B)(6) 2025 hpc pre-disinfection (cfu/ml): 85 hpc post-disinfection afb pre-disinfection: 9 afb-post disinfection: m. Chimaera pre: 8 post: mi.